Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they walked past "really intense scanner bars" at the airport and received a shock from their cardiac resynchronization therapy defibrillator (crt-d). It was noted the patient received inappropriate therapy for atrial fibrillation (af) with rapid ventricular response. The crt-d remains in use. No further patient complications have been reported as a result of this event.